Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, leading to a successful resolution as the pump no longer displayed the cgm error and the sensor session was successfully started.